Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type 1. It was reported the patient's stimulation was affecting his legs, but the pain was in his feet. After the implant, the patient was able to do some additional things like putting socks and shoes on, but the pain was still present. The patient tried adjusting his available groups. The patient stated that group a covered both legs, group c covered the right side more than the left, and group b had nothing. It was also noted that group c had been uncomfortable in the left leg. The patient indicated he had an appointment with his healthcare provider (hcp) on (B)(6) 2015. Additional information received from a consumer on (B)(6) 2016 reported his doctor set him up with a pain doctor because the first doctor did not want to invite the manufacturer's representative (rep) to his office as he was not a pain specialist. The patient was told a rep would meet with him at the new doctor's office. The patient had not heard anything of the appointment and he was still in pain. Additional information received from the consumer reported the original programming led to the issue. Group c was programmed to give more stimulation on the right side. To resolve the issue, the patient stopped using group c and went back to group a. Additional information was received reporting that the device/procedure did not do what the patient thought it would. They had 4 programs and they had tried turning stimulation up. The patient thought the trial was successful, but it may just have been the patient being hopeful. It was reported that if they increased stimulation, it felt like it may be making the pain worse. The patient stated that since they got the device, the pain in their feet had progressively worsened. The patient was having the system explanted on (B)(6) 2016 and was planning on having another manufacturer system implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.